Event description:
It was reported that the patient with this implantable pacemaker experienced a recurring dropped in heart rate. The device was reprogrammed. However, the patient continues to report that heart rate keeps dropping below the programmed setting. This pacemaker remains in service. No adverse patient effects were reported.